Event description:
It was reported that during the preparation of the ICD to do the implant it was observed that the battery voltage was lower than expected. The device never left the box and was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. The battery voltage in analysis was above implant level. The telemetered battery voltage during testing was between 3.17 and 3.20 volts. The value of 2.73 volts reported in the field was not confirmed.

Manufacturer narrative:
Product event summary: the device was submitted to the tempe campus pal for inspection of the perimeter of the stacked chip scale package (scsp) component. Pal analysis verified the device to be functional with no electrical failures identified. No anomalies were observed during inspection of the perimeter of the scsp after removing all of the surrounding components.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.